Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter alleged that the pump was losing power intermittently. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 09/27/2014 with the following findings: there were no black box findings pertinent to the reported event. Visual inspection revealed that the battery compartment was free of damage. A battery cap was not returned with the pump; a test battery cap, which was able to secure to the pump per the instructions for use (IFU), was used during all steps of the analysis. The pump powered on, as confirmed by the presence of the auditory cue, vibratory cue, and visual display. The pump was exercised for 24 hours, during which no power-related events were observed: the reported event was not duplicated. The pump case was removed, and no internal defects were found. During analysis, the pump operated according to the specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.